Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 600s mg/dl and a bolus was delivered to address the bg. The contact thought the high bg was due to the customer not delivering a food bolus and due to puberty. Tandem technical support advised the customer to discuss the event with a healthcare provider.